Event description:
The customer reported that a pt underwent an abdominoperineal resection. The surgeon began the surgery using the ls1037 on the ligasure-8 generator and was not getting adequate hemostasis despite waiting for the seal complete tone. He switched to the force triad and experienced similar problems with the ls1037, with bleeding appearing after sealing and cutting in the mesentery. At the conclusion of the procedure, the field was dry and there was no sign of active bleeding. The pt was transferred to the floor and had an uneventful course until 09:00 a.m. The following day, when she experienced a cardiac arrest. The pt was transfused and returned to the or, where her abdomen was opened. Approx three liters of venous blood were found in the pt, with oozing observed from both lateral neuro sacral bundles on the rectal wall. There was no localization of the bleeding. The pt developed abdominal compartment syndrome and ultimately expired.

Manufacturer narrative:
The site will not release the incident devices, but is requesting that covidien perform the eval at the hospital. When this eval has been completed or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.